Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned" block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11 (correction): block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on april 05, 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be dislodged. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: it was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on april 05, 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be dislodged. It was noted that all of the stages of deployment were felt. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be dislodged. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.